Event description:
On (B)(6) 2011, patient reported the up button on the infusion device does not function properly. Patient had to press the button straight down with pressure for the infusion device to respond. This was first noticed 1.5 years ago when patient attempted to bolus. Patient has used this infusion device for 3-4 years and boluses 8-10 times per day. The up button always pops up after it is pressed. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for evaluation.